Event description:
It was reported that during a distal subtotal gastrectomy procedure, the surgeon used jj55b (1 each) to transect duodenum, jj55g (2 each) to cut stomach and jj55g (1 each) to do stomach-jejunum anastomosis. The surgeon found the tissue was bleeding after each firing and used biological glue to stop the bleeding; hand sewing was used to pin up to complete the procedure. The patient was still bleeding from (B)(6) and was injected blood for treatment. On (B)(6), the surgeon opened the patient's abdomen to do the second procedure, found the stomach edema and the staples only on one side of the stomach wall. The surgeon used hand sewing to complete the procedure. Now the patient is still in ICU. Each unused sample with the same lot number will be returned for investigation. Additional information has been requested.

Manufacturer narrative:
(B)(4) = device was not returned additional information: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.